Event description:
It was reported that after opening the package of the catheter and beginning to flush it, the operator found that the proximal guide wire of the catheter protruded , resulting in fluid leaks. Immediately stopped the use of the catheter, causing no catheter-associated risks to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was received with an inlaid stylet. The tip of the stylet protruded from a hole in the catheter between the 5cm depth marking and the tungsten tip. The location of the hole corresponded to the tip of the inlaid stylet. Microscopic inspection of the hole revealed a granular fracture surface. Tactile inspection of the sample revealed tensile weakness and discoloration in the vicinity of the hole. The hole in the catheter appeared to be caused by the stylet perforating the catheter wall. Such damage can occur during device manipulation and if catheter placement is attempted without pre-flushing the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that after opening the package of the catheter and beginning to flush it, the operator found that the proximal guide wire of the catheter protruded , resulting in fluid leaks. Immediately stopped the use of the catheter, causing no catheter-associated risks to the patient. No other information was provided.